Event description:
It was reported that three days post implant the patient complained of chest pain. Device interrogation was done which showed pacing threshold of atrial lead failure. Pericardial effusion was confirmed and the patient will be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).